Event description:
A doctor in the ER gave an injection and after activating the needle protection device, and prior to disposal, the protection device allegedly "slipped off" the needle and the md received a needle stick in the top of ring finger of their left hand. The doctor took three doses of an antiviral drug until the results of the source patient were available. The device was discarded without any evaluation at the user facility.